Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter leaked at the connector junction while using bd nexiva¿ diffusics¿ closed IV catheter system. There was no report of patient impact. The following information was provided by the initial reporter: "the nexiva diffusics catheters leak at the connector hub junction when flushing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter leaked at the connector junction while using bd nexiva¿ diffusics¿ closed IV catheter system. There was no report of patient impact. The following information was provided by the initial reporter: "the nexiva diffusics catheters leak at the connector hub junction when flushing."

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the catheter leaked at the connector junction while using bd nexiva¿ diffusics¿ closed IV catheter system. There was no report of patient impact. The following information was provided by the initial reporter: "the nexiva diffusics catheters leak at the connector hub junction when flushing."